Manufacturer narrative:
(B)(4). Batch # t94048. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, three malformed clips were returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the clips from the clip applier didn't close on the vessel, with a candy cane shaped clip when closed. The procedure was completed using a powered echelon 45 mm stapler. There were no patient consequences reported.